Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2007 (female patient; age and weight are unknown). During the post procedure, the doctor noticed some "insignificant" whitening around the cervix and applied silvadene cream to the patient as a precaution. During the middle of the case, there was a fluid leak and this could have caused the whitening around the cervix. The procedure itself went as expected and the kit performed successfully. The female patient is fine with no serious injury.

Manufacturer narrative:
Reported complaint for fluid leaking during procedure. Device is not expected to be returned because it has been disposed of by the user, therefore no product analysis could be performed and root cause could not be determined. A device history review (DHR) could not be conducted because the lot number was not reported.